Manufacturer narrative:
The baxter technician thoroughly inspected the nurse call device and was unable to duplicate the reported issue. The nurse call device functioned as designed. However, if the reported event of a code blue showing incorrect location were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
A customer contacted technical service to report that nurse call installation had mislabeled code blue. There was no patient injury or death reported with this event. It was unknown if any second device was also involved. The reporter did not know if this event was already communicated to another baxter department or authority. The device was not requested for service at this time since troubleshooting/inspection will be performed remotely. There were no system alerts or other visual/ audible error indicators were present prior to the event